Event description:
Customer reported a motor error alarm during a prime. Customer also reported receiving no delivery alarms. He also stated he was able to complete the rewind sequence on his insulin pump. He also reported there was a crack or scratch on his insulin pump's screen. The customer stated he was able to read the insulin pump's screen. Customer's blood glucose was 170 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.